Event description:
One year ago reporter had facial surgery and was told that the product used would dissolve in 5-6 months, as it was advertised as being biodegradable. Reporter developed hives and itching over both left and right frontal scalp areas as well as dime-sized lumps all over her body to include her knees. She's had to have her knees drained on 3 occasions. She's seen 3 to 4 different dermatologists and no one knows why the lumps have occurred. The majority of the lumps are concentrated in the scalp area (approx) they begin like hives, they itch and burn and ooze a clear fluid. The lumps dry up and start all over again. Initially, they were accompanied with headaches for the first 2 weeks, but she doesn't have any headaches anymore. She's been treated for bacterial infections with antibiotics, cortisone and prednisone injections without resolution. She has medical bills related to this issue. Reporter feels her symptoms are related to the face lift product, as prior to its implanting she had had not any problems as to what she is now experiencing.